Event description:
The manufacturer received information alleging a e384 evt_press_sensor_mismatch error was found in the event log. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a e384 evt_press_sensor_mismatch error was found in the event log. There was no harm or injury reported. Manufacturer field service engineer (fse) made site visit to evaluate the device and was unable to confirm a service required alarm on start up, but was able to confirm evt_press_sensor_mismatch error during an exhalation valve test. Fse replaced tubing and flow sensor to address issue, but device failed final test after component replacement. Fse replaced the proportional valve and three-way solenoid valve to address issue. The proportional valve and the solenoid valve were sent to the manufacturer's product investigation lab (pil) for further investigation. Pil visually inspected the trilogy evo proportional valve for visual defects and found none. Pil installed the trilogy evo proportional valve on the trilogy evo test unit and ran therapy for approximately 1 hour and the proportional valve operated without issue, e-384 did not reoccur. Pil then tested the proportional valve on the pil trilogy evo multifunctional test station for active exhalation control module (aecm) verification at pretest and aecm verification at posttest and passed all testing. Pil concluded that the proportional valve operates as designed. Pil visually inspected the trilogy evo solenoid for visual defects and found none. Pil installed the trilogy evo solenoid on the trilogy evo test unit and ran therapy for approximately 1 hour and the solenoid operated without issue, e-384 did not reoccur. Pil then tested the solenoid on the pil trilogy evo multifunctional test station for aecm verification and solenoid current verification at pretest and aecm verification at posttest and passed all testing. Pil concluded that the solenoid operates as designed.